Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a haptic of a cq2015a, +20.0 diopter, intraocular lens broke. The lens was implanted and removed with no patient injury. An alcon lens was implanted within the same surgery. Reporter was unable to provide additional information.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).